Event description:
It was reported that a four level anterior cervical fusion failed. The original surgery was early to (B)(6) 2013. The patient presented 6 weeks post op with almost the entire plate separated from the anterior column. The screws appeared locked to the plate, however the majority (6) of the screws had pulled out. A revision surgery was done on (B)(6) 2013 and was not reinstrumented.

Event description:
It was reported that a four level anterior cervical fusion failed. The original surgery was early to mid (B)(6) 2013. The patient presented 6 weeks post op with almost the entire plate separated from the anterior column. The screws appeared locked to the plate, however the majority (6) of the screws had pulled out. A revision surgery was done on (B)(6) 2013 and was not reinstrumented.

Manufacturer narrative:
Method: compliant history analysis; risk assessment. Results: no device was returned (plate and screws removed and not returned) so no inspection could be performed. Likewise no manufacturing files were reviewed because no lot number was provided. Conclusion: a four level aviator plate was reported to have a majority of the screws pulled out of the vertebral body, while still locked in the plate (based on sales representative conversation with the surgeon). A revision surgery was performed to remove the plate and screws. The plate was never returned. There was no information available except the surgeon's name. No information on the patient was made available and no x-rays and/or product were available, therefore no concrete conclusion can be drawn as to the cause. The instructions for use (IFU) states that patient health and lifestyle should be considered when considering anterior cervical plates. No information on the patient's lifestyle was made available. Multiple attempts to collect additional information were made with no success.

Manufacturer narrative:
Device not returned.